Event description:
The customer reported that the system would not move. The rotation control mechanism, the wheel rotation mechanism, and the main power supply cable were faulty. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The control lever was repaired. The main power cable was replaced and the tube was worked on. The system was tested and found to be working as intended and put back into service.